Event description:
No additional information at the moment.

Manufacturer narrative:
(B)(4). No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. The review identified the following findings: (B)(6)2022. Minimal wound secretion in the middle 3rd, no signs of infection, wound cleaned with partial removal of staples. X-ray: no change in position. (B)(6)2022 6 weeks follow up, doing well, incision healing well, instructed to start bearing weight on left leg . X-ray: ¿mild dislocation of the fractured lesser trochanter with evident callus reaction at the inferior border¿. (B)(6)2023. Presents to office with persistent limp to left side after a subtrochanteric fracture of left femur no pain with movement x-ray delayed union of fracture, no change in component position strength exercises instruction given if leg length unequal may consider shoe elevation. (B)(6)2023 reports gluteal left side pain that radiates into groin, functional leg length difference, walking with forearm crutches, no trauma reported offered inpatient IV pain relief, patient chose outpatient po pain therapy (B)(6)2023 x-ray for instability findings: fracture of intramedullary nail proximally, displacement of lag screw and cerclage wire, and fracture of femoral neck component (B)(6)2023 revision report. Diagnosis: implant fracture in osteosynthetically treated pertrochanteric femur fracture on the left side general anesthesia, ebl 700ml (normal with revision) nail easily extracted; scar tissue debrided 1st attempt with ¿an 80 blade length is hammered in with a 14-lock plate and fixated with screws, the last screw just below the plate blade twisted in adam¿s arc, when tightening plate breaks out through the head in the direction of the joint. The entire osteosynthesis is dissolved again¿ new approach with 70 mm blade length. When adjusting the shaft, pay attention to the correct rotational position using the foot. The trochanter minus fragment is successively pulled down. Final x-ray shows correct position and alignment of new nail and fracture ¿the anatomic position of the lesser trochanter was no longer possible as a result of the shortening¿ drain placed (B)(6)2023 x-ray: no sings of loosening or material failure. Comorbidity of glucocerebrosidase disorder was noted as a contributing factor for the reported event. With the available information, a definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). D10: ref# 47-2484-032-50; lot# 65331222; cortical screw 5.0mm. Ref# 47-2484-035-50; lot# 65167447; cortical screw 5.0 mm. Ref# 00-2232-004-18; lot# 65423172; cerclage cable. Ref# 00-2232-004-18; lot# 65304616; cerclage cable. Ref# 47-2485-095-10; lot# 3108616; lag screw 10.5 mm. G2- germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by legal that the patient underwent an initial left femur open reduction internal fixation. Subsequently, they were revised due to pain, difficulty ambulating, nonunion of bone fracture, instability and component nail fracture. Nail was exchanged with unknown component without complications, and difficulty placing unknown condyle plate. Due diligence is in progress for this event; to date no further information has been provided.